Event description:
It was reported that this right atrial (ra) lead exhibited noise, oversensing, inappropriate atrial tachy response (atr) episodes, and impedance measurements of less than 200 ohms. The noise appeared to oversensing of minute ventilation (mv) signals. The noise was reproducible upon pocket manipulations. Boston scientific technical services (ts) discussed programming options with the health care professional (hcp), who noted that no actions would be performed as this patient was without symptoms. The lead remains in service.